Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer used cold insulin. Tandem customer technical support informed customer that cold insulin is off-label per the user guide. Customer changed pump supplies to address the issue. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a manual insulin injection.